Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion and cardiac tamponade. At the end of the an atrial fibrillation ablation procedure, hypotension was noted and an echocardiogram showed a small pericardial effusion (without tamponade) not required for contractility. Considering the hypotension, the physician performed a pericardiocentesis and 180 milliliters (ml) was withdrawn. The patient was then stable and fine. The procedure was completed. The products were not considered responsible for the event; however it was reported that maybe some radiofrequency (rf) applications or maneuvers near fragile structures like left atrial appendage (laa) may have contributed, but they are not sure of that. An intellamap orion high resolution mapping catheter, an intellanav mifi open-irrigated ablation catheter and a non-boston scientific (bsc) decapolar catheter were in the coronary sinus at the time of the event. A non-bsc 8.5f long sheath was used for transeptal as well. No resistance was felt while maneuvering the catheters.